Event description:
It was reported that the iab was inserted thoracically in 04. The following month, the pt was being prepped for surgery when the nurse observed flecks of blood in the helium tubing. Because of this, the iab was removed. A re-insertion was not indicated. There were no associated pt complications.